Event description:
Tandem heart placed on patient. Less than 2 weeks later, the device stopped working (pump and controller). Patient able to maintain flow. No circulation of the tandem led to retrograde flow. Replacement device ordered.